Event description:
It was reported that the patient with this pacemaker experienced a heartbeat sensation through device and skin. A sharp pain was also noted below where the implant site. The boston scientific technical services consultant requested for data and referred the patient to the clinic. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.